Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type I and spinal pain. It was reported that the patient's wife was adjusting his sweater and when the patient turned a little bit something "popped" near the implantable neurostimulator (ins) site. Now he could not recharge the ins. The patient hooked up the implantable neurostimulator recharger (insr) and began a charging session. There was a normal recharging screen with two coupling boxes shaded. The ins battery icon was flashing 1/4 full. Repositioning the antenna slightly resulted in six coupling boxes shaded. Troubleshooting resolved the issue of not being able to recharge the ins. Additional information received from the consumer reported the steps taken to resolve the "pop" and being unable to charge the device was a reset being performed allowing it to work. The issue of the "pop" and not being able to charge were resolved which made the consumer happy because they didn't want to go through another surgery. However, it was noted the battery seemed to get hot, and the patient's skin would get sensitive to the touch when the battery got hot. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Updated to reflect additional information. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the patient notified their physician of the event. There was no additional information on appointments with the physician or next steps. Initially the patient indicated they first started experiencing the battery getting hot (B)(6) 2016. Later they indicated it started (B)(6) 2014 the day after it was implanted. There were no circumstances that led to the battery getting hot; nothing had changed for the patient. The battery got hot and they couldn't touch their skin because of how sensitive it was. To resolve the issue the patient turns the device off to let it cool and restarts it in a few hours.